Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure, the patient experienced pericardial effusion. During the procedure, the coronary sinus was found with the delivery catheter and angiography was performed. When entering the target blood vessel, a different delivery catheter was used to prepare guiding the left ventricular (lv) lead into the target blood vessel because the angle was too large. In order to develop the distal end, a contrast agent was used, and a dissection stroke was found. The target vessel was replanned, and only the cardiac vein could be selected. The lv lead was guided into the blood vessel and the distal end was found to be at the apex of the heart, which was an invalid target. The lv lead and delivery catheters were removed, and left bundle branch pacing was performed. It was noted that the pericardial effusion was small and did not affect vital signs. The patient continued to be monitored and no intervention was required. No further patient complications have been reported as a result of this event.